Event description:
- -

Event description:
Technical services responded the reason for the out of range not appearing in the measurements was due to them being measured every twenty-one hours. It was likely that the twenty-four hour daily measurement discrepancy was likely due to timing.

Event description:
Boston scientific received information that post implant of this device; it was noted there was right ventricular lead loss of capture (fineline model/serial (B)(4)). During the lead revision, this device safety switch was "on'. Three days later, interrogation a lead safety switch had occurred and high out of range impedance measurements were indicated. There was no indication of high out of range impedance measurements prior to the lead revision. However daily measurement data revealed the high out of range impedance measurements had been recorded prior to the revision procedure. No issues were noted with the replacement lead (dextrus (B)(4)). An internal technical service (ts) consultant was contacted for information when measurement values appear in the daily measurements and the safety switch feature functions after impedance measurements are obtained. Ts reviewed the data and determined that the lead safety switch had likely occurred one week post implant depending on the daily measurement timing. However, further information was requested regarding the out of range measurement timing. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information becomes available, this event will be updated.